Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (temperature alarm) was verified. The alleged shutdown could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down. Additionally, multiple temperature alarms occurred. The customer declined to provide specific information leading up to the alleged issues. The customer's blood glucose was in the 300 (mg/dl) range. Customer reverted to manual injections for insulin therapy.